Manufacturer narrative:
The account found the top handle screws were stripped in the mast. The service manual for the viking s lift (3en380401-10), section 6, point 12 states the following should be inspected at least annually: mast actuator w/mechanical lowering device: verify that the upper and lower actuator fasteners to the mast are tight. Check that the locking screws on the emergency-lowering device are countersunk; screw heads must not protrude. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the mast and 2 screws to hold the handle to the mast to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that the handle will not stay on the mast on their viking s patient lift. The lift was located in the patient's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).